Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported pump stop has been completed. Imc logs show overnight the pump was tried and resulted in a pump stop. The data log confirmed the occurrence of the pump stop with the demonstration/testing pump, but this pump also failed with another console. The initial pump stop was due to an electrical open circuit causing a malfunctioning pump. This console was tested, but the pump stop failure was unable to be reproduced. Speaking with the rep, it is likely that the faulty demo pump caused the intermittent pump stops. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a pump stop during testing. There was no patient involvement.